Manufacturer narrative:
No report of patient involvement. (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board will be replaced.

Event description:
The hospital reported an error resulting in a loss of mechanical ventilation. There was no report of patient involvement.